Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high threshold measurements and was capped due to suspected lead issue. Visual inspection was unremarkable. No additional adverse patient effects were reported.